Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a single high out of range shock impedance measurement. The device was tested in clinic and all measurements were acceptable. Troubleshooting found the patient had been undergoing physicial therapy with electrical stimulation. It was determined the high out of range measurement was caused by electromagnetic interference (emi). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.